Event description:
It was reported that a pt had been treated for 17 days with a ventilator that was fitted with the subject device. An unsuccessful attempt was made to wean the pt from o2 therapy, therefore the therapy was resumed after 48 hours (4/18/97). Over the next few days the gas readings indicated hypersaturation of oxygen. The resuscitation anesthesiologist visually inspected the unit and it appeared to be correct. On 4/21/96 the hyperoxia persisted, and the unit was rechecked. A nurse observed that the medical air connector was not properly locked. The alarm did not activate when the connector disconnected, even after several connection/disconnection cycles. The pt was connected to a different system which evidenced the need to change the settings to maintain sufficient o2 concentration. The pt did not suffer any clincial consequences as a result of the reported malfunction.

Manufacturer narrative:
Failure investigation report. Co has evaluation of blender mentioned above. Results are as follows. This blender was originally manufactured in 8/88. Mode and serial number was not legible. Blender had balance block diaphragms with lot code of 4q/96, indicating it was recently overhauled apparently in france. The workmanship of this overhaul appeared to be very good. Blender functioned properly in all aspects except two. First, delivered fio2 % was slightly out of tolerance when set at 90%. Please see attached copy of operational verification check sheet for specific data. Second, alarm was not audible when blender was in "alarm/bypass" mode. Calibration of alarm poppet was correct, however, orifice that provides flow to alarm reeed during bypass condition was partially obstructed and allowed only 1.25 lpm of flow to alarm reed. This is approximately half of normal flow required. After clearing orifice with a .012" drill bit the reed alarm performed correctly. There were no visible signs of corrosion inside blender therefore, obstruction was most likely some type of foreign debris. This debris must have been incurred or introducted during the recent overhaul. It is unlikely that debris was introduced via gas inlet supply because both air and o2 inlets have a 5 micron filter. It is also unlikely that this restriction was present when blender was originally manufactured. Alarms are calibrated and tested for four separate functions by assembler/calibrator and then, before blender can be put to stock, it must pass a quality control inspection, in which among other tests, all four alarm functions are again tested for proper operation. Futhermore, if it was somehow originally defective, it is unlikely that blender would have been returned to service after it's recent overhaul. If should be noted that domestic blender alarms are calibrated to activate at a 20 psi differential. This blender (apparently returned from france) had alarm calibrated for a 30 psi alarm differential. This is conisistent with other blenders (such as siemens) manufactured for sale in europe. Blender has been repaired and recalibrated and may be returned to service. Co has taken liberty of replacing unlegible model/serial number label with a new label.